Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was above 240mg/dl; no bg level was provided for the past events. The customer delivered a correction bolus and administered an insulin injection to address the bg level. The customer changed their cartridge and infusion set to resolve their most recent occlusion alarm. After the supply change, the customer has not had any additional occlusion alarms and successfully delivered a correction bolus. The customer stated that they are very lean and their sites are lean, tandem technical support educated the customer on occlusion alarms and how to determine if a cannula is bent. After speaking to a healthcare provider, the customer was to change the type of infusion sets they use.